Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed november 11, 2013.

Event description:
Per the clinic, the patient developed a fistula behind the ear exposing parts of the implanted device. Revision surgery to close the fistula was performed (date not reported); however, healing problems occured resulting in the decision to explant the device.the device was explanted on (B)(6) 2013, and the patient was reimplanted with a new device during the same surgery.